Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. - attachment: [702238546_medwatch.pdf]

Event description:
Additional information received from a healthcare provider reported following MRI, the pump did not restart as it should have per the manufacture's set-up. The pump remained stalled for about four to four and a half hours. During this time, the pump was alarming a three-beep alarm every ten minutes. Per manufacture technician, a three beep alarm does not exist for the synchromed pumps. The pump restarted and the patient noted the following week that there were no more alarms from the pump and no signs nor symptoms of disruption.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: the evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via the manufacturing representative. When the pump stalled in (B)(6) 2017 due to the MRI the pump stalled for about 4 hours. The hcp confirmed that the pump motor recovered and stopped alarming a few hours after the MRI motor stall in (B)(6) 2017 and had not alarmed since. The hcp stated the patient believed the pump was faulty because the tech line could not identify the alarm. On the day of the stall, the alarm was 3 rapid beeps every 10 minutes and the tech line could not identify the alarm. The procedure notes were provided from (B)(6), 2017. The patient was seen in the clinic for reprogramming and motor restart of their pump. The patient was at the clinic following an extended MRI for ms (multiple sclerosis). The pump was alarming every 10 minutes since they left the MRI. The patient's blood pressure was 152/97. The pump was interrogated to ensure the motor restarted following the extended MRI. The manufacturer tech line was called for support. The patient's dose was increased 14%, following this, the logs stated the motor restarted. The beeping occurred again (3 short tones). Another hcp contacted the manufacturer tech line. Per the tech, there was no known 3 beep alarm. At 1715, a motor stall recovery was found and there were no more alarms. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 500 mcg/ml gablofen at a dose of 28 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had recently had an MRI and a motor stall was seen at initial interrogation. The pump made a "beep beep beep" sound right after the update when they first checked the pump. The hcp stated that the beep the patient heard right after the MRI was not the critical alarm sound. After they updated the pump, the alarm sound changed to the critical alarm. It had been over two hours since the patient excited the MRI field. They did finally get a motor stall recovery message in the logs after multiple interrogations and pump updates. The hcp planned to silence the active alarm and give the patient some oral baclofen in case she needed it and sent the patient home. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from the consumer via the manufacturing representative (rep). The rep reported the patient's pump was being explanted and returned for analysis on the day of the report ((B)(6) 2018). It was reported the patient believed the pump was damaged due to the alarm issue. It was indicated that no one was able to identify the alarm issue. The alarm sounds were played and the patient stated they sounded correct but the patient stated it was not the sound they heard back when the pump alarmed. The patient had heard the "beep, beep, beep, sound every 10 minutes" per the rep. It was reported the MRI was a long one back in (B)(6) 2017 when the patient heard the sound coming from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep was unable to confirm how long the pump was stalled in (B)(6) 2017 due to the MRI. The rep could not confirm if the stall lasted longer than 24 hours. The pump had not alarmed since the MRI motor stall event in (B)(6) 2017. Regarding the report that the patient believed their pump was "damaged" due to the "alarm issue," it was clarified the patient thought their pump was faulty because the alarms were not normal. Regarding the report there was an alarm issue and the alarm did not sound correct, the rep stated the pump sounded correctly to them when they tested the pump alarms. It was reported the pump was at the account in their lab and the rep would send the pump back for analysis when it cleared the account's process. The patient's weight was unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. The alarm function was audible and was within specification. A series of critical alarms were programmed in the lab and no anomalies were identified during the tests. The reported "beep, beep, beep" alarm was not observed in the lab. If information is provided in the future, a supplemental report will be issued.